Manufacturer narrative:
The hill-rom technician checked all the beds in the unit and found no issues with the siderail latching mechanisms.

Event description:
The customer alleged the siderail unlatched when the pt was attempting to egress from the bed. This resulted in the pt's falling. In addition, the customer mentioned that this "type" of incident occurred two weeks earlier. However, no serial numbers were given in either event. No injuries were reported.